Event description:
It was reported that the bd q-syte¿ luer access split septum experienced leakage at the top of the septum during use. The following information was provided by the initial reporter: drug leaked from the septum.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample provided. Bd received one q-syte assembly attached to a syringe on one side and an extension set to the other. A lot number was not provided. Through the visual/microscopic evaluation, damage in the form of a tear was observed on the on the slit of the septum top and bottom disk as well as the column wall. A water leak test was performed where the unit was connected to an iso standard fixture and the test was performed on actuated and un-actuated positions. No leakage was observed on the unactuated position however leakage was observed on the actuated position. The water leaked through the tear on the column wall and out the vent hole. A definite source that caused the column and slit tears could not be established; the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced leakage at the top of the septum during use. The following information was provided by the initial reporter: drug leaked from the septum.